Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection confirmed that the tubing was separated from the chamber. The cause was lack of solvent on the tubing end during the set assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bag spike and drip chamber segment of a clearlink system solution set separated from tubing when the spike was inserted into inverted propofol infusion bottle. The event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information was available.